Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was in right bundle branch block (rbbb) before the procedure, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 6mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient went into heart block when the wire was inserted into the left ventricle and did not resolve after valve deployment. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the patient's rbbb combined with contact with the wire contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, when the wire crossed the annulus into the left ventricle, patient went to complete heart block. The valve was implanted at a final implant depth of 6mm. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.